Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead at these areas. Further analysis revealed deformations of the outer coil as a result of fixation ligatures. During further analysis, no deviations were noted which might be related to the perforation mentioned in the complaint description. In particular, the values measured during the electrical and mechanical analysis proved to be within the technical specifications. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that few days after implant, this right ventricular lead exhibited pacing inhibition that resulted in greater than two seconds of asystole, and the patient had chest pain and diaphragmatic stimulation. Furthermore, this lead had low sensing and impedance measurement as well as high threshold that led to loss of capture. Fluoroscopy was performed and confirmed lead perforation. The lead was then repositioned. However, patient had atrial tachy response episodes and was not feeling well. The physician explanted the lead and noted during procedure that the lead moved from apex to low septum. No adverse patient effects were reported.